Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead pulled back into the superior vena cava after the patient elevated their arm. It was noted the patient felt stimulation in their shoulder. The lead was programmed off. On (B)(6) 2017, the lead was explanted and replaced. Patient was stable before, during, and after the procedure.